Manufacturer narrative:
The field service engineer corrected the position of the bead mixer. No further issues have been reported. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 66.81 pg/ml with a data flag. This result was reported outside of the laboratory. The high result did not match the patient's history and the sample was repeated. The repeat result was 4.87 pg/ml. On (B)(6) 2020 patient 2 initial result was 113 pg/ml. The sample was repeated twice with results of 26 pg/ml and 26.37 pg/ml. The troponin t hs stat reagent lot number was 381539. The expiration date was not provided.